Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary (B) (4) the device lasted 55% of its expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B) (4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary (B) (4) the device lasted 55% of its expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
(B) (4)

Event description:
It was reported the device was being replaced after less than 5 years implant duration. A "failed" lead (recalled lead that was fractured and oversensing with shocks) was being extracted with a laser. When the lead was approximately half way extracted, patient became hemodynamically unstable and it was determined the patient had a pericardial tamponade. At that time, a pericardiocentesis was performed, a surgeon was called, and the patient was taken to surgery where it was reported, the patient died. Follow up with manufacturer's representative reported the cause of death is unknown and prior to lead extraction, the patient was stable. The manufacturer's representative does not believe the patient's death was device related.

Event description:
It was reported the device was being replaced after less than 5 years implant duration. A "failed" lead (recalled lead that was fractured and oversensing with shocks) was being extracted with a laser. When the lead was approximately half way extracted, patient became hemodynamically unstable and it was determined the patient had a pericardial tamponade. At that time, a pericardiocentesis was performed, a surgeon was called, and the patient was taken to surgery where it was reported, she died. Follow up with manufacturer's representative reported the cause of death is unknown and prior to lead extraction, the patient was stable. The manufacturer's representative does not believe the patient's death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device lasted 55% of its expected longevity, with battery at 63% on the depletion curve, equaling 87% of projected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4) proximal segment returned and analyzed. No anomalies found. It was noted the outer tubing overlay was melted, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular pace impedance measurement was in the 300 ohm range initially and increased gradually to the 1100 ohm range for the week ending (B)(4) 2010. The last two readings of the record ending (B)(4) 2010, in order, were infinite and 2304 ohms. The lifetime ventricular sensing integrity counter is 4795 and all counts occurred since (B)(4) 2010. A high value of this count can indicate a possible intermittency in the system.